Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patients serious adverse events of hypoglycemia and death, as the patient was not undergoing ccpd therapy when they expired. However, a temporal relationship does exist between ccpd therapy utilizing the liberty select cycler, and the patients diagnosis of fungal peritonitis approximately 48 hours prior to their death. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The cause of the patients fungal peritonitis is unknown; therefore, causality cannot be established. The patients primary cause of death was reported as hypoglycemia, with a secondary cause of fungal peritonitis. Per the pdrn, there is no allegation being levied against the liberty select cycler and/or liberty cycler set having caused or contributing to any of the events. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler, liberty cycler set cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the absence of causality regarding the patients fungal peritonitis, combined with it being reported as the patients secondary cause of death. Therefore, the liberty select cycler and/or liberty cycler set cannot be excluded from having a possible causal or contributory role in the patients expiration.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired on (B)(6) 2020. Additionally, the pdrn reported the cause of death was unknown, however the patient was not connected to the liberty select cycler or liberty cycler set when the event(s) occurred. During follow up, the pdrn reported the patients primary cause of death was hypoglycemia, secondary to fungal peritonitis. The pdrn reiterated the patient had been battling hypoglycemia for quite some time, and causality had not yet been determined prior to their death. However, the pdrn reported ccpd therapy and the use of any fresenius products has been ruled out. The patient was found collapsed next to their bed in the late afternoon. Emergency medical services (ems) were contacted, however upon their arrival it was determined the patient passed several hours prior and resuscitative measures were not undertaken. The patient was not undergoing ccpd therapy at the time of their death, and no alarms were noted during a review of the patients last ccpd treatment. The pdrn confirmed the patient was diagnosed with fungal peritonitis on (B)(6) 2020. They were then informed their pd catheter (not a fresenius product) would require removal and they would need to transfer to incenter hemodialysis (hd) while their abdomen healed. The cause of the peritonitis or the organism cultured were unknown at the time of follow up. The patient received an intraperitoneal (ip) antibiotic for 2 days; however, the drug and dose were not provided. The pdrn was uncertain if the patients cycler was returned to the manufacturer, however the pdrn stated there was no allegation against the liberty select cycler and/or liberty cycler set having been involved in the event(s).